Event description:
This rv lead was implanted on (B)(6) 2002 and was capped and replaced on (B)(6) 2007 due to system upgrade. A call to technical services on (B)(6) 2013 states that the entire system will be explanted on (B)(6) 2013 due to potential infection. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).